Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The error did not occur and was unable to be reproduced even after keeping/monitoring the equipment under observation for more than 4 working days. Defects found during evaluation: minor dust inside the unit, volume knob installed on the device was not the original one. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the system intermittently restarts automatically with error e090. The issue was found during maintenance. There were no reports of harm.